Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. The insulin pump alarmed after the battery change due to broken solder joint connection on the interface board. The insulin pump received with cracked case at display window corners and minor scratches on display window. The insulin pump received with intermittent buttons due to corroded keypad traces.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive and he then received a safety alarm. The blood glucose reading was 81 mg/dl. Customer could not recall any significant event leading to this keypad issue. Nothing further was reported.